Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the toeing pad broke off a retractor body during surgery. No further information is available.

Manufacturer narrative:
Additional information: methods, results, and conclusions - the returned retractor was examined. The device fractured at the rotation plate connection point. The cause of this event can likely be attributed to off-axis applied force during the procedure. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the toeing pad broke off a retractor body during surgery. No further information is available.